Event description:
Selective left renal angiography, pta left renal artery using a 6 x 20 cordis aviator balloon, attempted a covered stent placement with dislodgement of the stent in the iliac artery, requiring stent pta of bare metal self-expanding 10 x 30 protégé ev3 bare metal stent to trap the covered stent against the wall due to the stent dislodgement, post dilated with a 9 x 20 fox cross balloon. Diagnosis or reason for use: ra stenosis/pad.